Event description:
The nimbus 3 mattress was being used on an eleganza 300 bed and it was reported that the height of the mattress was higher up the safety rail than normal. A pt fell against the rails and onto the floor, suffering a bump to the head and extensive facial bruising.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). An arjohuntleigh service tech visited the site to complete an incident investigation report. During this visit, the clinical matron stated that she did not feel our product was at fault, but was concerned about the fit of the safety side rails on the bed, although she stipulated that they were checked on the day of the incident. She also confirmed that the nimbus mattress was in good condition. Arjohuntleigh is arranging for the return of the mattress for eval. Add'l info will be provided following the conclusion of the MFR's investigation.